Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline fault alarm. The patient was admitted to the hospital and was connected to the system monitor. The alarm was cleared from the monitor and didn't return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for these events could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline communication fault alarm. The patient was admitted to the hospital and was connected to the system monitor. The alarm was cleared from the monitor and didn't return.